Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
The patient was implanted with an argus ii device on (B)(6) 2015. On (B)(6) 2019, patient was diagnosed with phthisis bulbi and hypotony in the implanted eye. There was no defect or malfunction of the device associated with this event.